Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the patients were not crossing over to all the machines. A technical support specialist dialed in to the server to validate the status. As per the server downtime query, no errors were shown, as messages had been processing at that time and there were no pending messages and followed knowledge article "hospital network / adt / oe or customer 3rd party software issue" to resolve the network outage issue and the customer confirmed that all patients were now crossing and the issue had been rectified and no further issues were found. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server user observed that patient information was not crossing over to any of the stations. The customer indicated that there was a power outage, and currently no patients appeared on the stations. The user also mentioned that both the interface and the server were down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.